Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.111.750s, lot l712232: manufacturing site: mezzovico. Release to warehouse date: january 16, 2018. Expiry date: january 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was completed: the returned plate is bent approximately in the middle section. Besides of slight scratches, the rest of the implant is otherwise in good condition. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection showed the relevant dimensions were conforming. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material was used. The complaint condition is confirmed as the plate was found bent. This and the findings above let us exclude a manufacturing related issue. Based on the received information and as already the surgeon commented, it is likely that the plate was exposed to high forces, when the patient fell down. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B4/g3: initially reported as october 01, 2020 but should have been september 30, 2020.

Event description:
Updated concomitant devices: locking screws (part unknown, lot unknown, quantity 8); cortex screws (part unknown, lot unknown, quantity 1).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2020, the plate was discovered as bent after the patient fell down on the ground and smashed her cast. The surgeon discovered the plate has bent after an x-ray analysis. The revision operation took place on (B)(6) 2020 when the plate was removed and replaced with two other unknown plates. No further information provided. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) 2.4mm ti va-lcp 2-clmn vlr dst rad pl 7h hd/5h shaft/rt-ster. This is report 1 of 1 for (B)(4).